Manufacturer narrative:
The intraocular lens was returned to the manufacturing site for investigation. Visual inspection showed that the lens is cut in pieces, most probably to make the explant possible. Considering the condition of the returned lens, additional analysis was not possible. The complaint cannot be confirmed. A review of the manufacturing records was performed. The product was manufactured according to specification. The results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data showed that the lens was within specification in terms of optical power. A search on complaints revealed that no other complaints for this order number were received to date. During the manufacturing record review for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. Labeling review: directions for use (dfu) were reviewed. The dfu states that some visual effects associated with multifocal iols may be expected because of the superposition of focused and unfocused images. These may include a perception of halos or glare around lights under nighttime conditions. It is expected that with some patients the observation of such phenomena will be annoying and may be perceived as a hindrance, particularly in low illumination conditions. On rare occasions these visual effects may be significant enough that the patient will request removal of the multifocal iol. The dfu adequately provides instructions and precautions for the proper handling and use of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Actual date of onset of symptoms was not provided however the explant date is (B)(6) 2015. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's left eye, in a secondary procedure due to the patient seeing halos and glare at night while driving. The patient wasn't able to tolerate the severe glare. The patient tried to keep the lens in to adjust to it; however, patient could not tolerate the lens anymore. The patient has a history of astigmatism in the left eye and still complained he was not happy with the lens. There was no patient injury reported. The lens was replaced with a non amo lens and the patient was reported to be doing fine. The patient had the lens explanted from their right eye also. A separate MDR has been filed for this companion lens.